Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. The customer kept taking the battery out but the insulin pump kept trying to reset. When he attempted to bolus the screen froze. His blood glucose was not reported but he had to correct it with a manual injection because his blood glucose was a little high. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.